Manufacturer narrative:
The device was returned for analysis, which is not complete at the time of this report. A follow-up report will be submitted following completion of the analysis.

Event description:
It was reported the catheter was inserted into the intrathecal space. The stylet was removed, but there was no csf backflow. The catheter was removed and the stylet was reinserted. The catheter and stylet were reinserted into the patient's intrathecal space, but the catheter split when the stylet was removed. The patient reportedly recovered without sequela. No diagnostic tests were performed.